Manufacturer narrative:
Insulin pump had no moisture damage found on the electronics, motor, vibrator, and battery tube assembly during visual inspection. No unexpected numbers ramping during test. Insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump had a cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip and scratches on the reservoir tube window.

Event description:
Customer reported a button error alarm. Customer stated that the insulin pump was exposed to fluid and numbers started ramping when he gave himself a bolus. Customer's current blood glucose reading is 303 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.